Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic packaging surrounding the implant was damaged. No patient involvement and no adverse consequences reported. No further event information is available at the time of this report.

Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; d9; g3; h2; h3; h6. Complaint can be confirmed through the returned product analysis. Sterility has been compromised. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. An action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.